Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the pt's skin irritation or the shocking sensation she experienced. The omnipod is a low voltage battery-operated device with a maximum electrical potential of 3.1 volts. All electrical components (including the batteries) are isolated from any components that amy have come in contact with the pt (including the needle). No product lot number was reported, therefore, no qualification record review could be performed.

Event description:
The pt's mother reported that about an hour after the device was activated, her daughter woke up screaming. She said that she was being shocked at the pod site on her abdomen. The mother took her daughter to the emergency room where the device was removed and discarded. She stated the area around the insertion site was red and swollen looking "like a carpet burn". The ER staff told the mother that the pod was shocking the daughter.